Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for maxlift, we haven't found any cases with similar cases with similar fault description (patient stuck on the device because of battery depletion. The trend observed for reportable complaints on maxlift is considered to be low and stable taking into consideration amount of units on field. The device was inspected by an arjohuntleigh representative at the customer site and found to be to the specification when checked equipped with good batteries. The device was being used for patient handling and in that way contributed to the event. From complaint history of this device, we have found that on (B)(4) 2013 (2 months before the incident) batteries were found as not holding good charge and were to be replaced. It is likely that the unit was still in use with old batteries although the batteries were evaluated as not up to the specification and worn by our representative before. A review of the intended lifetime shows that the lifter was 18 years old, so at least 8 years past its intended lifetime at the time of the event. According to the instructions for use (IFU), the caregiver obligation is to recharge the batteries every day, check battery condition and replacing if necessary and it is crucial to not use a worn battery as it may lead to potential risk situation. We have not been able to find any contributing manufacturing anomalies. From this we conclude that this incident was caused as a result of incorrectly following maintenance procedures as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.